Event description:
I was a renu user since last year. However, I went for an eye exam at my local vision center and I was diagnosed with a bacteria in my right eye. For that reason I was unable to use my contact lenses and forced to purchase glasses because the doctor told me not to wear contact lenses for 2 weeks until bacteria was cured. In that place they gave me the renu solution but I was unaware of the recent news about the product until a family member told me about it. I have had red eye and itching in my right eye and the scar that was left after the bacteria got cured sometimes bothers me.